Event description:
It was reported that a balloon rupture occurred. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The procedure was completed with a different device. The device was simply removed from the patient's body. No patient complications were reported and the patient was good post procedure.